Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency has reported "intracapsular rupture and fluid leakage. Device has been explanted. This relates to the right side.